Event description:
During routine testing of the device at the service center, the service repair technician reported that the roller pump assembly had excessive knob wobble. Since the event occurred during routine testing, there was no pt involvement.

Manufacturer narrative:
Eval is progress, but not yet concluded.